Manufacturer narrative:
The impella 2.5 was returned and an investigation is currently underway. A supplemental MDR will be filed with the results of the investigation, upon completion.

Event description:
The complainant reported a (B)(6) year old japanese male patient had impella 2.5 pump inserted in the right femoral for cardiomyopathy. It was reported that after peel away and pushing away the repo sheath there was a blood leak observed from the side. The angle and depth of the sheath were adjusted and the issue was resolved. It was noted the leak was coming from a gap between the repo sheath and the catheter shaft. The gap was closed with bone wax. The patient received an unknown amount of blood products.

Manufacturer narrative:
The impella 2.5 as returned for investigation. Product analysis revealed no pump damage. The outer diameter of the repo sheath was within specification. The root cause of the access site bleeding cannot be determined as no issues were found with the pump and no clinical abnormalities were reported during the case. Data logs do not pertain to the failure mode. DHR was reviewed and found no manufacturing related issues with this lot. There one other complaint related this failure mode in this lot.